Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Event description:
As reported by the user facility: the patient received fluorouracil infusion continuously for three days without interruption. On the third day, there was leakage and the patient's skin was burned by chemotherapy drugs. It was found that the thread of the joint was cracked.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for investigation. Upon evaluation of the unit, a vertical crack was observed on the threads of the caresite body. The sample was leak tested with a leak observed coming from the crack on the threads on the caresite body. The reported issue was not confirmed. Five retains from the reported lot number were tested and passed per specification. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.